Manufacturer narrative:
The initial reporter was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to pull from electronic picture archiving and communication systems (pacs). The site ran a query on the system and it showed error 721 and it would not show a return a list of patient. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received from the site and added to e. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to pull from electronic picture archiving and communication systems (pacs). The site ran a query on the system and it showed error 721 and it would not show a return a list of patient. No patient was present at the time of the event.

Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. The software investigate found that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to pull from electronic picture archiving and communication systems (pacs). The site ran a query on the system and it showed error 721 and it would not show a return a list of patient. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. They confirmed the reported issue and found that it was a electronic picture archiving and communication systems (pacs) issue. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to pull from electronic picture archiving and communication systems (pacs). The site ran a query on the system and it showed error 721 and it would not show a return a list of patient. No patient was present at the time of the event.